Manufacturer narrative:
(B)(4).

Event description:
A consumer whose indication for use is parkinson's dual and movement disorders reported they had not done anything for the patient. All the patient got was an infection and had them removed.